Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help detect or prevent the event: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device found the light guide lens chipped. Play was noted with the scope angulation wire. The insertion part of the scope was inspected and found the coating peeling with buckles and scratches. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The scope was returned to the service center for an annual inspection. There was no report of any device issue and there was no patient/user injury or harm reported to olympus. During the evaluation foreign material was found on the scope¿s elevator lever. This report is being submitted to address the foreign material noted during evaluation. There was no patient involvement.